Manufacturer narrative:
Product analysis: the products remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device is: product ID: [evolutr-34-us], serial [(B)(4) ], use by date [2019-08-03].

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to the desired location and oriented in a ¿normal¿ fashion, with no significant movement of the valve upon release. Transesophageal echocardiogram (tee) was performed and showed the valve at a good depth and only trace paravalvular leak (pvl). The delivery catheter system (dcs) was removed and the access site was closed. After three minutes the blood pressure dropped from 130 mmhg to 60 mmhg. No groin bleeding and no perfusion was observed, but tee then showed severe pvl about the valve. Fluoroscopy was reviewed and showed that the valve had migrated into the left ventricular outflow tract (lvot). The cause of the valve migration was unknown, but an alleged theory was that the lvot flared and was large in relation to the annulus. A snare was then inserted and the tab was snared. An attempt was made to pull the valve up, but it was unsuccessful. A second valve was implanted and a balloon aortic valvuloplasty (bav) was performed. Moderate pvl was noted. An electrocardiogram (ECG) indicated ventricular fibrillation and cardiopulmonary resuscitation (CPR) with defibrillation was performed. The patient stabilized and the procedure was completed. No further adverse patient effects were reported.